Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was an equipment disable system failure error appearing. There was no patient involvement.

Event description:
2563151 is duplicate to 2562972.

Manufacturer narrative:
Results of functional testing indicate that the capacitor test failed and caused the functional test to fail. Based on the information available and the testing conducted, the cause of the reported problem was due to a failure of hv capacitor. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor for which the hv capacitor was requested and replaced . The device remains at the customer site and no further evaluation is warranted at this time.